Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator. It was reported that the patient originally had a non-rechargeable primary cell ins that was replaced with a rechargeable ins when it reached the elective replacement indicator (eri). The patient could not charge the rechargeable ins at it had been positioned too deep. The patient had an overdischarge of the ins. A revision of the ins was done on (B)(6) 2018, and it was restarted with a physician mode recharge. The patient only got a couple of coupling bars when charging even though the ins felt superficial. The ins went flat again, and now the patient wanted it removed and replaced with a primary cell ins. It was noted that the ins would not be replaced in the future. The issue was not resolved as of (B)(6) 2019. No symptoms were reported, and the patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
Analysis of the returned ins (serial # (B)(4) found that the ins battery had a reduced capacity due to overdischarge. Visual inspection of the ins did not reveal any significant anomalies. The connector module was scratched. Foreign material was visible in the connector port. The access hole adhesive was visibly cut and breached. The grommet and setscrew were visually ok. The shield/can was scratched. Initial examination confirmed that the ins was in an over discharged condition and a physician recharge mode was required to restore telemetry. One physician mode recharge was needed and after that a normal recharge was performed. According to the trace report taken from the ins, the last recharge performed while the device was implanted was on (B)(6)2018 and the battery charged from to 3.490 volts. The battery had discharged to the "sleep/lock" mode on (B)(6) 2018. Recharging was performed at room temperature at a 1 cm spacing between the ins and the recharge antenna. No recharge issues were observed and coupling matched a known good ins. After telemetry was restored and the full normal recharge was performed, the ins passed a series of defined and qualified automated functional tests. The ins was functioning within specifications, but had a reduced battery capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.